Event description:
The arthroplasty was revised due to loosening of the tibial component with subsidence. The femoral and tibial components were revised. The components were implanted in siu for 0.70y. Medical records and x-rays were not provided to stryker for review.